Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 29 mm transcatheter bioprosthetic valve, the valve appeared properly positioned but moderate-severe paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (bav) was performed but did not improve the pvl. A second 29 mm transcatheter bioprosthetic valve was successfully implanted valve-in-valve in a slightly lower position reducing the pvl to moderate. No further treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.